Manufacturer narrative:
Devices involved the incident nor returned for evaluation. It was noted in the feedback from the customer that no one to date had been burned due to inadvertent device activation there is a great possibility that the inadvertent activation of the device coupled with the hot saline run-off would cause a burn to the user therefore this complaint is being reported via medwatch report. This MDR was identified as a result of complaint handling and medical device reporting procedure/process updates triggered via acquisition by medtronic.

Event description:
Feedback from pa's stating that have experienced leaning against aquamantys devices causing the device to activate which they do not realize until they start feeling hot saline on their scrubs; therefore the potential for a burn to the user exists.